Event description:
Revision of knee components due to tibial loosening. This event occurred outside of the us, in (B)(6), and was discovered through post market surveillance activities.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific identification information was not provided, precluding a review of the device history record.